Event description:
It was reported that the insertable cardiac monitor (icm) device came out of the incision site. The patient underwent a surgical procedure to have another icm device subsequently implanted. No additional adverse patient effects were reported. This icm device is not available for return.